Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device is noisy. Device has strange odor; device/power cord or supply too hot to touch and headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device is noisy, device has strange odor, device/power cord or supply too hot to touch and headache an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dirt-like contamination on the top enclosure, unknown brown contamination on the rear panel, dust-like contamination was on top of the blower motor and the blower motor seal, keratin on blower box, dust-like contamination on air inlet of the blower box, manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. When initiating therapy, the device powered up then shut down and would not run, unable to get care orchestrator information from device, device was likely reset prior to manufacturer receipt as indicated by the device having 13763.8 machine hours and no blower or therapy hours, one side of the blower box had most of the sound abatement foam missing, bottom of the blower motor had pieces of degraded sound abatement foam stuck to it, blower box had many pieces of the degraded sound abatement foam laying inside of it. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Recall (z) number was corrected in this report. Device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.